Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s death is unknown. There is no allegation or indication that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Additionally, all instruments used in the in the case were used in subsequent procedures. A review of the site's complaint history does not show any additional complaints related to this event. No images or videos were shared for the procedure. On jul 19th, 2020, an isi internal medical safety officer provided the following after reviewing the case information: there was not enough information to provide further assessment of the events that occurred during the case. This complaint is being reported due to the following conclusion: it was reported that an unknown number of days after a vinci-assisted surgical procedure, a patient allegedly expired. Although there is no claim that a malfunction of a da vinci system, instrument, or accessory occurred, the cause of the patient¿s death is unknown.

Event description:
It was reported that a patient underwent a da vinci-assisted cholecystectomy procedure on (B)(6) 2020. The patient was reportedly found dead a few days after the procedure. The date and the cause of death are unknown at this time. On 15-jul-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr stated that the surgeon had informed her of the patient's demise. The patient was reported to be a female in her 70's with no underlying health issues. The surgeon was contacted by a sheriff, and was informed that the patient was living by herself, and was found dead on (B)(6) 2020. The exact date of the patient¿s death is unknown. It was stated that there was no autopsy done; as a result, the cause of death is unknown at this time. The surgeon confirmed that there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the robotic procedure, and the robotic procedure was completed with no issues. No additional information was available.